Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The used company cartridge was returned for evaluation. Inadequate viscoelastic was observed in the cartridge. The cartridge tip had medium stress. The cartridge had a small aneurysm on the bottom at the parting line. The tip was split from the aneurysm to the end of the tip. This damage may indicate the lens plunger were not in correct positions for advancement. The cartridge had evidence of placement into a handpiece. The used company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The lens was returned in the lens case. Patches of viscoelastic were observed on the lens. The coverage was not uniform. The optic edge was broken in a curved pattern with the broken portion not returned. The optic also had cracked areas on opposite edges. This damage may indicate a plunger over underride occurred. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The returned company cartridge and lens were damaged. The root cause for the damage may be related to a failure to follow the IFU. Inadequate viscoelastic was observed in the cartridge. The cartridge had a small aneurysm on the bottom at the parting line. The tip was split from the aneurysm to the end of the tip. This damage may indicate the lens or plunger were not in correct positions for advancement. Top coat dye stain testing was conducted with acceptable results. The returned lens optic edge was broken in a curved pattern with the broken portion not returned. The optic also had cracked areas on opposite edges. The observed pattern of the lens damage would indicate a plunger override occurred. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The handpiece IFU instructs: important the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. Verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported with a description of company cartridges from the lot shredded lenses. Additional information has been received and stated that lens folded and loaded in cartridge normally, while advancing in injector felt resistance, lenses shredded. No patient contact was reported. There are two medical device reports associated with this report. This is 1 of 2.